Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned the results for 1 patient tested for elecsys hcg+beta (hcg + b) on a cobas e 411 immunoassay analyzer. The result at 9:46 a.m. Was 2.04 miu/ml with a data flag. The result at 11:55 a.m. Was 601.7 miu/ml with a data flag. It is not clear if these results are from the same sample or different samples. It is not clear which result was believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer did not provide any additional information for investigation. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.